Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) displayed a loss of capture at 3.5 volts and thresholds have dropped in both the right ventricle and left ventricle. It was further reported that the patient's intrinsic rate (110 bpm) is very close to the the device maximum tracking rate (120 bpm) and the physician believes fusion may be occurring.